Manufacturer narrative:
Manufacturers ref (B)(4). The event is no longer considered reportable in us based on the completed investigation. Summary of investigational findings: a patient was rushed to the hospital after she was found to have blood in her chest cavity and a hematoma around her thoracic arch. The patient's CT scan was reviewed before the procedure but it was not possible to identify any transection or dissection of the patient's aorta. The physician decided to oversize the graft conservatively as there was no aneurysm or defect that he could see. Two devices were implanted zta-p-32-109 (complaint device) and zta-p-32-155 (refer to (B)(4)). After implanting the first device, the anaesthetist stated that the patient¿s blood pressure had not improved and the chest drain was still draining. The physician explained that he could extend the device a further 5cm but, that was all he could do from an endovascular perspective. Then the second device was implanted and a final angio run of the thoracic aorta down to common iliacs showed no evidence of a bleed. The physician finished the procedure and closed the femoral arteries. The anesthelist stated that the patient lost 800mls of blood in a matter of 5min. A cardio thoracic surgeon was called. He was going to perform an open procedure. Later that night the physician stated that the patient had died. He suspected that the stent graft had either torn the aorta or caused retrograde dissection into the heart. Additional information from the physician was received afterwards; "in hindsight, the tear/injury to the aorta was most likely at the origin of the left subclavian, in front of where we landed the graft". The physician also stated that he didn't think a proximal seal beyond the tear could have been acheived, due to the patient¿s bovine arch and aberrant left vertebral artery. He doesn¿t think the event is related to a fault with the devices. No medical record or images were returned for the investigation. Instead, a clinical assessment was performed by wce medical advisor on the information available in the complaint file. Per the clinical assessment, the event followed an emergency procedure without clear pre-procedure CT imaging of the location of the aortic injury. The physician landed the stent graft as far proximal as the patient¿s anatomy made it possible, but the injury was most likely more proximal at the origin of the lsa. Even if patient anatomy had allowed for landing in the arch, the zta is only indicated for landing in the descending aorta. Review of the work order gave no indication that the device was produced outside specification. The complaint is not confirmed as there is no indication of device failure contributing to the event. Cook will reopen the investigation if images or further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. Cook medical will continue to monitor for similar events.

Event description:
Additional information received on (B)(6) 2018 from physician: the physician informed that the tear/injury to the aorta was most likely at the origin of the left subclavian, in front of where they landed the graft. The physician also stated that he didn¿t think they could have achieved a proximal seal beyond the tear, due to the patient¿s bovine arch and aberrant left vertebral artery. The physician finished by saying that he doesn¿t think the event is related to a fault with the devices.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the procedure took place on the evening of (B)(6) 2018. Physician reported ¿not exactly sure but the stent graft has either further torn the aorta or perhaps caused a retrograde dissection into the heart.¿ zta-p-32-109, lot e3593908 ((B)(4)); zta-p-32-155, lot e3642473 ((B)(4)). The patient was rushed to the hospital after she was found to have blood in her chest cavity and a hematoma around her thoracic arch. Physician had reviewed the patient¿s CT scan before I arrived to the hospital and reviewed again with me when I arrived and was not able to identify any transection or dissection of the patient¿s aorta. Physician explained that if there was a tear in the aorta and we could not identify it on the CT scan, it was highly unlikely that it would be seen on any angio runs during the procedure. Physician decided to oversize the graft conservatively as there was no aneurysm or defect that he could see. After the first device was implanted, the anaesthetist stated that the patient¿s blood pressure had not improved and the chest drain was still draining. Physician explained that he could extend the device a further 5cm but, that was all he could do from an endovascular perspective. The second device was implanted and a final angio run of the thoracic aorta down to common iliacs showed no evidence of a bleed. Physician finished the procedure and it was after he had closed the femoral arteries and completely unscrubbed that the anaesthetist stated that the patient lost 800mls of blood in a matter of 5min. At this point in time, physician called the cardio thoracic surgeon that was waiting to hear the outcome of the endovascular procedure to come and discuss causes and/or alternative treatments. Physician told me that the cardio thoracic surgeon was going to perform an open procedure and that I should go home as there was nothing more that we could do and later that night I received a text message from the physician stating that the patient had died. Patient outcome: patient passed away.